Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. During troubleshooting with tandem technical support, the customer's reported issue was confirmed. The pump was not functional. The customer's blood glucose level was not impacted. The customer reported that manual injections would be used for insulin therapy.